Event description:
On (B)(6) 2013, a distributor contacted animas, alleging that the up, down, and ok buttons on their device's keypad were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 01/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/17/2013 with the following findings: there was no visible damage to the keypad. The contrast and ok buttons are intermittently unresponsive. The up and down buttons responded properly. Removing the keypad revealed contamination under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.